Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. On (B)(6) 2025 from 20:41:30-20:41:33 and 20:42:21-20:42:22, the log file captured low voltage hazard and power cable disconnect alarms which escalated to no external power alarms while connected to the mobile power unit (mpu). This is due to the relative state of charge (rsoc) voltage decreasing below the alarm thresholds. This is consistent with a loss of power to the mpu. The backup battery supported the system without issue during this event. The alarms resolved on (B)(6) 2025 at 20:42:22 when power was restored to the unit. The no external power event did not impact the system controller¿s ability to support the system and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the cause of the no external power events on 22jan2025, serial number of the mpu, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at either the back of the unit or the wall outlet, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if any product will be returned; however, no additional information was provided and to date, no product has been returned for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard, power cable disconnect, and no external power alarms. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported low flow alarms. Ems was called and the patient arrived at the emergency room with the pump off. The decision was made to restart the pump with a system controller exchange. The log files were reviewed and contained various alarms associated with a driveline disconnect from the system controller on (B)(6) 2025 at 12:55 am. The system controller was powered on without the pump connected until it shut down at 3:15 am on (B)(6) 2025. The system controller powered back on without a pump connected at 10:46 on (B)(6) 2025. It was possible the system controller was connected to a mock loop between 10:49 am and 10:59 am. Following the suspected mock loop the system controller was shut down and restarted prior to getting log files. Prior to the driveline disconnect the log files contained back-to-back loss of external power events on (B)(6) 2025 at 8:41pm-8:42 pm. The data prior suggested that the pump was operating as intended. Further review of the log file revealed that the no external power alarms on (B)(6) 2025 occurred with the system controller was connected to the mobile power unit (mpu).